Event description:
Customer's son reports back to back testing on the same meter using different vials of strips from the same batch while using the advantage system with results of 172mg/dl on the original strips and 56mg/dl and 51mg/dl on the new vial of strips. Quality controls were expired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.